Event description:
Received a voluntary report (B)(4) from FDA's medwatch prgroam alleging that the three-wheeled cart tipped completely over causing injury.

Manufacturer narrative:
The serial number, device manufacture date, or consumer information have not been provided. Should the device or further information become available, a follow-up report will then be submitted.